Manufacturer narrative:
(B)(4). The root cause was determined to be use error. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from (B)(6) of reused 4 prong set and bacterial peritonitis with culture positive for (B)(6) coincident with dianeal pd2 unknown bag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 unknown bag (dose and frequency not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient was hospitalized due to peritonitis, manifested by abdominal pain and poor drain. On an unreported date, the patient was treated with a loading dose of amikacin 25 mg/l of pd solution, then 12 mg pds. The patient will have catheter replacement. It was reported that on an unreported date in 2011, the patient reused equipment (4 prong set) which was reported as the cause of the peritonitis. The outcome for the events of bacterial peritonitis with culture positive for (B)(6) and reused 4 prong set was unknown. The action taken with dianeal pd2 unknown bag therapy was unknown. The nurse considered the event of bacterial peritonitis with culture positive for (B)(6) not related to dianeal therapy. A causality assessment was not provided for the event of reused 4 prong set.